Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approximately 6 mm from balloon proximal tip. The review of the lhr (lot 1321702) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
It was reported by the aci regional sales manager that a patient underwent an unknown procedure on an unknown date. Following the procedure, the physician selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the balloon lost pressure. The patient was converted to 10 minutes of manual compression. No further information is available.